Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced thrombocytopenia. The patient was put on continuous renal therapy. The patient experienced abdominal pain and was treated with increased pressors. Bleeding occurred around the liver and kidneys, and the patient developed ischemic bowel. Care was withdrawn and the patient expired.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Ppae (thrombocytopenia/major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump sn (B)(4) passed all the post sterile inspection checks.